Event description:
The patient was implanted with his scs system on (B)(6) 2009. It was reported that the patient lost stimulation and there was confirmed lead fracture. The patient's leads were explanted on (B)(6) 2009 and returned to the manufacturer for evaluation. No further information is available.

Manufacturer narrative:
Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. One lead has severe kink with all wires broken 21 cm from stim end in both lead segments. Other lead passes all functional tests. Lamitrode paddles are clear and undamaged. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.